Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient's parents allege that the infusion device was delivering an inaccurate amount of insulin. The patient was admitted to the hospital with a blood glucose level of 600 mg/dl and diabetic ketoacidosis. The patient was treated with insulin via syringe. The diabetic counselor thinks the infusion device works as it should and the reason for the elevated blood glucose levels was due to a basal rate that is too low and the child is teething. The infusion device was requested to be returned for product evaluation.